Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a caregiver contacted support regarding concern about her mother¿s blood glucose trending from 300 mg/dl earlier in the day to 121 mg/dl after multiple insulin doses while using the ilet system, with missed meal announcements noted and the automated correction algorithm bringing glucose back into range. Symptoms included concern about possible hypoglycemia, though no hypoglycemia occurred. Outcomes included successful glucose correction without alarms, alerts, or medical intervention. Investigation included a support review of device behavior and education on system features, including automated insulin suspension when glucose trends lower and guidance on low-glucose management. Investigation of this case revealed normal device performance with appropriate automated corrections and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically missed meal announcement leading to expected automated corrections by the system.